Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle filter 19x1-1/2 tw had leakage. The following information was provided by the initial reporter: material #305200 lot #2172519 verbatim: rcc received a complaint via email. Email(s) attached. "Medication leaked from needle" unable to use product.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.